Event description:
It was reported that post an abdominal fluid drainage procedure, a catheter break occurred. A flexima all purpose tube was placed by CT (computerized tomography) for abdominal fluid drainage. Four days later, the pt presented with a broken external catheter and some leakage. As the physician try to remove the drain, the drain severed in half. A CT scan was performed and it was noted that the pt's catheter was fractured internally as well as externally. The physician reviewed the original data set from the procedure and noted that everything was intact at that time; no fractures were noted. The physician performed a wire exchange and the device was upsized to a 10fr catheter. The fractured portion of the catheter was left unretrieved in the pt. The pt was discharged from the ER in stable condition and instructed to follow-up with a surgeon regarding surgical removal of the fractured catheter. The pt saw the surgeon two days later. No further complications were reported.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.